Event description:
A falsely elevated advia centaur enhanced estradiol result was obtained by the customer on a patient sample and the result was questioned by the physician. The customer performed repeat testing on the patient sample and the result remained elevated. The customer ran the sample on the estradiol-6 iii advia centaur assay and the result was lower and agreed with the patient's clinical picture. There was no known report of adverse health consequences due to the discordant high advia centaur enhanced estradiol result.

Manufacturer narrative:
The cause for the initially discordant low result when compared to the patient's historical test results is unknown. The customer quality control results were acceptable and there were no other known discordant enhanced estradiol patient results reported at the time of the incident. No conclusion can be drawn.